Event description:
The event is reported as: the device has a loose pin. The issue was reported prior to use on a pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.